Event description:
The manufacturer received information that a trilogy evo ventilator was reported to have a ventilator inoperative error alarm. There was no patient involvement, and no harm or injury reported. On device evaluation, the customer's complaint was confirmed. Review of the device download error log indicated ventilator inoperative error code e-155 was present indicating the machine flow sensor drift above the specification. It was confirmed during evaluation and repair that the machine flow sensor was tainted with rust and foreign materials. The device's machine flow sensor was replaced to address this issue. Additional findings not related to the malfunction/issue: non-critical device event code was noted in the download error log indicating the motor controller has proceeded to the shutdown state due to an error with the motor. An additional device event was noted indicating a sensor was offset during drift calculation was too high. The system printed circuit board assembly was replaced to address these issues. During the evaluation of the device at the manufacturer's service center, the device failed a test step for fio2 sensor receptacle verification. This test step verifies that the fio2 solenoid is open, and the tubing is not kinked or occluded. This fio2 sensor is used for monitoring purposes only. This would not affect the device's ability to deliver therapy as designed. The 3-way solenoid valve was replaced for this issue. Four-year preventative maintenance was completed on the device as per schedule. After repair, the device passed final testing.